Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 with no specific time provided, the patient began receiving inaccurate readings from the sensor. The cgm reading dropped to 47 mg/dl and eventually displayed only the word "low." The following day, (B)(6) 2026 she continued to receive low readings from her dexcom device. Due to feeling lightheaded, weak, and dizzy, she decided to go to new york methodist hospital on her own after work. While at the hospital, a fingerstick glucose test was performed, which showed a value of 143 mg/dl, while her dexcom continued to display "low." On the same day, she also experienced a brief sensor issue and a sensor failure alert that leads to removing the sensor. The patient was treated with unspecified insulin; she was unable to recall if there was any other medication provided outside of insulin. On (B)(6) 2026, she was discharged from the hospital and was feeling well. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.